Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, the right atrial (ra), right ventricular (rv) and left ventricular (lv) leads were dislodged. The suspected cause was twiddler's syndrome. The leads were explanted and attempted to be replaced; however, due to anatomical difficulties, the system could not be replaced. Two days following, the system was implanted on the other side of the patient's body. The patient was stable. Related manufacturer reference number: 2017865-2017-35162, 2017865-2017-35163.